Event description:
The affiliate is reporting that a shoulder repair was had in 2005, using 5 panalok loop anchors with panacryl suture. The pt had re-visitation surgery. [Do not yet know what precipitated the re-visitation surgery]. It was discovered that the original repair failed, all of the anchor bodies were loose and were removed. The pt had what the affiliate describes as massive bone loss from the glenoid. [There are questions out to the affiliate at this time for some clarity]. [See also associated MDR 1221934-2006-00026].